Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device was successfully implanted. The echocardiographer monitored the device for 20 minutes post release and there was no additional movement. The patient was discharged. The patient had a routine 45 day follow up and it was noted that the closure device moved proximal, had no compression and was still attached to the laa. A computed tomography (CT) was performed to obtain additional information. The physician is planning a meeting to discuss removing the closure device. There were no patient complications.